Event description:
It was reported that the pump touch screen was timing off sooner than expected. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.